Manufacturer narrative:
It is unknown if the device is available for evaluation. The device has been requested to be returned, however, it has not been received. Without the returned device, a probable cause is unable to be determined. If the device is returned a follow up report will be sent.

Event description:
The event occurred on an unknown date involving a 3-gang 1o2® manifold w/back check valve, rotating luer where the customer reported a leak. No physical defects noted prior to use. There was patient involvement and no patient harm. No further information was provided.